Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-01949 and 6000089-2007-01452. The initial procedure occurred in 2007. The physician placed a taxus express2. 3.0x28 drug eluting stent to the proximal left anterior descending (lad) artery. A taxus express2 3.5x16mm and a taxus express2 3.5x20mm were then placed in the mid right coronary artery (rca). No patient complications were reported. The patient was prescribed panaldine and aspirin, but experienced an allergic reaction to the panaldine. The panaldine was then changed to plavix. The patient developed a rash and discontinued plavix. In approx two months later, the physician determined that plavix was not the cause of the rash and the patient resumed taking it. One month post stent implantation, the patient presented with dyspnea and developed heart failure. Angiography detected a thrombosis and angioplasty was performed on the lesion. Five days post angioplasty, the patient remained hospitalized and unable to speak due to a brain hemorrhage. Additional information regarding this event has been requested.